Manufacturer narrative:
Outcomes attributed to adverse event - correction - inadvertently did not select in the initial MDR submitted. It was intended to select required intervention to prevent permanent impairment/damage.

Event description:
Additional information was received from the nurse that the device was turned off to see if there is any improvement in the patient.

Event description:
It was stated that the patient's mother reported the patient's appetite has deteriorated since having vns implanted and turned on. The patient is on scheduled programming at this time. Information was received from the nurse that when the patient's mother originally reported that appetite was reduced, extra gastrostomy feed advised as she has gone off eating orally. The patient was previously on gastrostomy which was used in a reduced capacity for the decline of interest in eating orally. The gastrostomy feed was increased to compensate for the patient's weight loss. Frequency was reduced in the programmed settings to determine the change in settings helps any of the events and the patient will continue to be monitored. Per mom of patient, patient is still having eating problems so she is only eating a small amount. It was indicated that they will wait to see how the mother thinks the patient is doing and if it does not improve will consider having the device turned off. There is no indication as to what the physician believes is the cause of the lack of appetite is. No additional relevant information has been received to date.